Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that if the native patella is later resurfaced for advanced disease process, a change of the articulating insert is typically routinely performed as a standard of care and not due to a component malperformance. A definitive root cause of the right patellofemoral osteoarthritis (pfoa) due to erosion accompanied by anterior knee pain cannot be concluded based on the information within the electronic clinical report forms (ecrf); however, mechanical and/or patient factors cannot be ruled out. The patient impact included the reported pain, pfoa with patellar erosion, surgical procedure and prescription medication which per ecrf documentation resolved the adverse event. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the tibial baseplate and the insert, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. For the femoral component, a review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that warnings and precautions states that the patient should be warned of surgical risks, and made aware of possible adverse effects. The patient should be warned that the implant can become damaged as a result of strenuous activity or trauma. Besides, possible adverse effects section states that temporary or permanent nerve damage can result in pain or numbness of the affected limb. Periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components, as well as the condition of the adjoining bone. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, joint tightness or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after a tka had been performed on 13-mar-2017, patient complaint of right knee pain. Patient was seen in clinic and found to have severe osteoarthritis of the right knee in the patellofemoral articulation with the femoral component with a diminutive patella due to erosion. This adverse event was addressed by performing a revision surgery on (B)(6) 2024, during which the legion porous ha tibial base sz 4 rt was exchanged. Patient's outcome was successful.

Manufacturer narrative:
H10:internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.